Manufacturer narrative:
Analysis conclusion: based on the info received and the visual results, it was concluded that the retaining pin was not fully forward prior to dialing the adjusting knob into firing range. This is evidenced by the visible damage to the instrument. It should be noted that as the instrument is shipped in the locked out position, it is imperative that the retaining pin must be fully forward and completely into the anvil hole prior to dialing the adjusting knob into firing range. The gray retaining pin tab must be fully flush against the distal end of the track. This will unlock the instrument and allow the adjuating knob to turn without difficulty and the instrument to perform as designed. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.

Event description:
It was reported the device was used during a lobectomy procedure. It was reported by the affiliate that the device was difficult to close. It was reported by the affiliate that the staples were malformed. A new device was introduced to complete the case. There was no pt consequence.